Manufacturer narrative:
Device evaluation: per visual inspection; there was no damage to the device. An event log was not extracted. The reported issues were confirmed. The root causes of the events are (1) an anomaly (deformation) in the battery terminal, (2) an incorrect serial number was set in the program. The anomalous battery terminal was replaced, and a correct serial number was written in the program. The device passed all functional tests with no problem after the completion of the repair. No previous repair history related to the current complaint was noted for the last twelve (12) months.

Event description:
It was reported that "due to overhaul and battery terminal distortion, and the displayed serial number was different". Event occurred before patient use/during testing. There was no patient involvement, and no patient harmed reported.